Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings from the freestyle libre 2 sensor compared to readings obtained on a competitor brand meter. The customer experienced symptoms of leg tremors, dizziness, and loss of consciousness. A healthcare professional arrived and obtained a reading of 33 mg/dl on their meter compared to a sensor scan of 75 mg/dl. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. The customer was treated with glucagon injection for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.